Manufacturer narrative:
The reported event that a locking screw, t7, 2.7x18mm, 1/p did not lock in a variax h-plate could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. These are some of the possible causes: carelessness, unexperienced or untrained medical person, too high torque applied, locking screw not centrical to plate hole inserted, too high insertion angle. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
At the operation of hallux valgus, the locking screw was not locked the plate. Therefore, the screw was changed the new one and the operation was succeeded.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. It was disposed in the hospital.

Event description:
At the operation of hallux valgus, the locking screw was not locked the plate. Therefore, the screw was changed the new one and the operation was suceeded.